Manufacturer narrative:
The device was received, and an evaluation is complete. The event history log review was not performed for this symptom as there would be no keystrokes, programming, or use related events that would indicate the reported issue. The device history record (DHR) review was completed and did not determine the complaint is related to the manufacturing of the product. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed to meet specifications as visual inspection identified a rear case capacitor had shorted and melted. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, visual inspection identified a rear case capacitor had shorted and melted. There was no patient involvement. No additional information is available.